Event description:
During an orif of the elbow, the surgeon was using the 2.5mm drill bit/qc and the tip broke off in the pt's bone. Surgeon tried to remove the broken tip and was unsuccessful. The tip of the drill bit remains in the pt's bone.

Manufacturer narrative:
Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The investigation could not be completed as product is starting the complaint eval process.